Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error 117 during service and maintenance an involving an olympus colonovideoscope. There was no patient involvement.